Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury.

Event description:
In 1996, the device was implanted via v-p shunt at 130mmh2o. In (B)(6) 2012, it was noted that the ventricles of the patient's brain became too large. The pressure of the valve was changed from 130mmh2o to 60mmh2o, but the patient's condition did not change. On (B)(6), the pressure was changed from 60mmh2o to 30mmh2o, but the patient's condition did not improve. On (B)(6), it was noted that fluid did not flow through the device. The doctor suspected that the abdominal catheter was obstructed. On (B)(6), the abdominal catheter was replaced. After revision, the patient's condition was improved. In image, it was found that white marker came off from the base plate. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated because the medwatch is being reclassified to serious injury.